Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the black box data showed unexplained reboots and several reboots following call service (054) alarms. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. No damage was found to the returned battery cap. The pump powered on with the battery cap was then tested for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump had lost power. Reportedly, there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.